Event description:
It was reported that the pt experienced coupling and or communication issues. It was thought that the implantable neurostimulator could have been flipped. Add'l info received reported that the pt experienced telemetry issues. An ins over discharge was suspected. Problems with recharge coupling were the primary reason for the over discharge. A MFR representative reported that the ins was not flipped. Add'l info received reported that a physician-mode-recharge was attempted, but was unsuccessful. Replacing the charger had no effect. The pt was being referred for a battery replacement. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).